Event description:
It was reported that prior to surgery, it was observed that the craniotome device was bent. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. There were no delays to the surgical procedure as an identical spare device was available for use. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip was bent. Therefore, the reported condition was confirmed. It was determined that this was due to drilling into the device, bending the tip. The assignable root cause was determined to be misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.